Event description:
The lead adaptor segment was returned with no information, was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: accessory- the distal segment of the adaptor segment was returned, analyzed and the outer insulation had a breached depression. It was noted that there was cosmetic depression of the outer insulation.